Event description:
The pen needle has broken inside the arm of the pt. We have received samples (not the real defected piece) from owen mumford and we have performed on that the following test/investigation: resistance test (20 times at a frequency of 0,5 hz) traction test according to the iso 11608-2 (comply). The investigation reported that the needle fracture was ductile and was due to applied overload force. All artsana pen needle are conformed to the iso 9626 "stainless steel needle tubing for MFR of medical devices" with normal single use bending / breaking should not occur. No further action. No other related complaints were raised against this lot. Artsana has decided to fill in the 3500a even if we have not received any notification from the legal MFR (owen mumford ltd). For this reason, we have not enough info for filling in all the boxes. From the legal manufacturer, we only have received a short description of the adverse event.